Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of the system revision due to infection with sepsis. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.